Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus) due to the device not cycling. A surgery was scheduled to treat this event. During procedure, it was found that the aus had a fluid leak in an unknown location, and its cause was not identified. All components were removed and replaced with a new aus. There were no patient complications.